Event description:
It was reported that the ilet touchscreen fractured after the user slipped on ice, rendering the device nonfunctional and unusable; the affected component was the touchscreen, and the user reported hyperglycemia of 224 mg/dl while on alternative therapy before reconnecting to a replacement device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related break of the touchscreen consistent with a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.